Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use, the package of a 2.75x15mm trek over the wire (otw) balloon dilatation catheter (bdc) was noted as partially opened and not sterile. The bdc was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.